Event description:
It was reported that the device was unable to be interrogated via bluetooth after the implant procedure was completed. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of no ble telemetry was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.